Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log was provided for review. Review of the log confirmed the customer's report. The customer has stated the device will not be returned for evaluation. The investigation is closed as observed in device data. Analysis of reports of this type has not identified an increase in trend.